Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found the proximal insulation and suture sleeve damaged due to excessive force when trying to tie down the suture sleeve.

Event description:
It was reported that the lead exhibited capture threshold of greater than 7 v. The lead was explanted and replaced, at which time, it was observed that the lead was -broken-.